Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01644. D10 medical devices: articular surface size 1 8 mm height catalog#: 00584202108 lot#: 61602523. Femoral component high flex precoat left medial/right lateral catalog#: 00584201301 lot#: 61656866. G2 foreign source: japan. The hospital the revision happened at was: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee revision approximately twelve years post-implantation due to tibial subsidence. During the revision, it was noted the tibial insert was significantly worn.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of being implanted with scratches, nicks, and gouges. A foreign material was found on the distal surface of the tibial component. Additional testing identified the substance on the tibia component identified it as poly methyl methacrylate (pmma) material -- bone cement. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible subsidence of the tibial component. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The excess cement found was due to a failure to follow instructions. The root cause of tibial subsidence cannot be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.